Manufacturer narrative:
Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmalogical factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Device remains implanted.

Event description:
It was reported that a patient had a right mid-cerebral artery (mca) hemorrhagic cerebral vascular accident (hcva) on the evening of (B)(6) 2016, 9 hours after hvad bivad implant. The patient was transitioned from venoarterial extracorporeal membrane oxygenation (va ECMO) and a competitor ventricular assist device to the hvad bivad. During the time that patient was on va ECMO, the patient was anticoagulation and heparinized for cardiopulmonary bypass. There was some question about whether the a competitor ventricular assist device was malfunctioning due to thrombus prior to hvad implant. The patient"s activated clotting time (act's) were monitored during the implant surgery but results were not provided. The patent did not receive any treatment for the hcva, however, anticoagulation was held due to the bleed. Patient continues with ongoing left sided flaccidity and remained hospitalized.